Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product was not returned for analysis since was surgically abandoned; therefore, a technical analysis could not be performed based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker system, including this right ventricular (rv) lead, presented to the hospital with syncope, fainting, and loss of consciousness. Upon interrogation of the pacemaker system, episodes of prolonged pauses were identified and attributed to noise oversensing, with the longest pause observed being approximately for three seconds. This rv lead was surgically abandoned, and a new lead was successfully implanted. The patient outcome was reported as fully recovered and no additional adverse patient effects were reported. It was later reported that rv lead fracture was suspected as a potential cause of the noise oversensing; however, this finding was not confirmed.